Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for fever up to 103 at home and positive blood culture for streptococcus bovis. The patient was started on vancomycin and zosyn. It was reported that repeat blood cultures resulted positive for gram-positive cocci and urine culture resulted positive for viridans streptococci. Elevated erythrocyte sedimentation rate (esr) and c-reactive protein (crp) were observed. No additional information was reported.

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that vancomycin was discontinued on (B)(6) 2019. Blood cultures cleared. The patient was discharged home on (B)(6) 2019. Ceftriaxone to continue x5 weeks.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.